Event description:
It was reported that the original non-amo intraocular lens (iol) model sn60wf haptic became dislocated outside of the bag. Therefore, a three piece iol model za9003 was placed into the sulcus later in the left eye of the patient. The amo lens shifted too nasal resulting in an annoying reflex and monocular diplopia. The abbott medical optics (amo) lens was explanted in a secondary procedure and replaced with a non-amo lens on (B)(6), 2014. It was unknown whether the incision was enlarged. No suture was used during the procedure. There was no patient injury reported. No further information has been provided.

Manufacturer narrative:
(B)(4). All pertainent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The investigation for the returned lens noted that the lens had been placed into ¿sulcus¿ by the surgeon. According to the directions for use (dfu), for the tecnis acrylic iol, the lens is intended to be placed in the capsular bag. The dfu states ¿there are insufficient clinical data to demonstrate its safety and efficacy for iol placement in the ciliary sulcus¿. The lens was not used according to the directions for use. There was no evidence to suggest that the complaint lens has been affected by the manufacturing process. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation, and was received cut in two parts. The lens was inspected at 10x microscope magnification, which is the abbott medical optics (amo)manufacturing inspection method for intraocular lenses. There was evidence of viscoelastic (ovd) residue and loose particles observed on the iol parts, compatible with handling the lens out of the sterile environment. The lens condition is consistent with a lens that was removed from the patient's eye. The lens haptics were observed to be intact. All pertinent information available to abbott medical optics has been submitted. Placeholder.